Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). The field service specialist (fss) visited customer site and the reported issue was not confirmed. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported low vacuum during surgery in irrigation/aspiration (ia) mode with the sovereign compact console. There was no patient injury and no delay in patient treatment reported.